Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/15/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/16/2018. The account information was received. Device evaluation summary: it was reported that a (B)(6) female patient underwent primary breast augmentation with two mentor memorygel siltex round moderate profile 350cc gel-filled breast prostheses that both ruptured after implantation. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device and on the shell surface. Upon initial inspection the device was severely rented. Also, siltex cracking was noticed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 350cc mentor memorygel breast implant, catalog #3543507, lot #234459 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two mentor memorygel siltex round moderate profile 350cc gel-filled breast prostheses that both ruptured after implantation. The patient reported left side pain occurring for approximately one year. Bilateral rupture was confirmed via ultrasound. As a result, the patient underwent bilateral removal and replacement of the devices on (B)(6) 2018. The replacement prostheses were allergan products. The mentor complaint devices were the patient¿s first gel-based breast implants.

Manufacturer narrative:
The device history record (DHR) of lot number 234459 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 3/21/2018. The patient also reported pain on the right prosthesis prior to device replacement. (B)(4).